Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device turning off and on. No patient harm reported.

Manufacturer narrative:
Follow-up with the customer indicated they performed the repair and returned the device to service. No patient information was available. No further information is expected.